Manufacturer narrative:
A my8020-0006 sample was not required for investigation of this feedback as the customer provided photographs of the affected products and the associated delivery note; analysis of the photographs confirmed the customer's experience with the expiry date on the delivery note showing as 2022-07, and the expiry date on the box labeling showing as 2021-07. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the correct expiry date was 2021-07 as labeled on the shipping boxes; the incorrectly labeled expiry date on the delivery note was confirmed to have been caused by a manual data entry error. A review of the production records for lot 91819101 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production area was notified of this feedback to reinforce the need to follow good manufacturing practices. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against products from this manufacturing site in the past 12 months.

Event description:
It was reported that texium needle-free syringe, 20 ml had an incorrect expiration date. The following information was provided by the initial reporter: the reported feedback suggests that the delivery note shows a different expiration date than on the box..

Manufacturer narrative:
Date event reported to cfn: unknown. The date of event has been used for this field. Awareness date: unknown. The date of event has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that texium needle-free syringe, 20 ml had an incorrect expiration date. The following information was provided by the initial reporter: the reported feedback suggests that the delivery note shows a different expiration date than on the box.